Event description:
The customer reported that an ICU patient had an alarm condition and the nurses on duty did not hear the alarm. The patient expired; the customer does not know any details of the patient's condition prior to the incident.